Event description:
At 1030, pca/ns (patient controlled analgesia/normal saline) line leaking at the cap connecting to broviac lumen. Changed cap. New cap began leaking in same location. At 1600, began to hang lipids. At 1630, noted lipids leaking at the pressure site cap at connection to red broviac line.